Event description:
It was reported by an attorney that the patient underwent a ventral hernia repair surgery on (B)(6) 2018 and mesh was implanted. It was reported that the patient experienced infection, gastrointestinal complications, mesh adhesion and pain. It was reported that the patient underwent surgery on (B)(6) 2019. It was reported that the patient had a mesh implanted on (B)(6) 2009 which is captured in a separate file. No additional information was provided.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.